Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink continu-flo solution set was broken "beneath the part where the "drop by drop" is done". This issue was identified during priming prior to patient use. There was no patient involvement. No additional information is available.